Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) (batch no. 12238309) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy + bi-s). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). Lot number:12238309, manufacturing date: 2003-06, expiration date:2004-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there are two metallic coils embedded in two separate fragments of soft tissue') and pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 12238309) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids. Concurrent conditions included adenomyosis, abnormal uterine bleeding, uterine fibroid embolization, menses irregular and leiomyoma of uterus, unspecified. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy + bi-s). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device and psychological trauma outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered embedded device, genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). Lot number:12238309 manufacturing date: 2003-06 expiration date:2004-02 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Reporter information, patient's date of birth, medical history and event "there are two metallic coils embedded in two separate fragments of soft tissue" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) (batch no. 12238309) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy + bi-s). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the mental disorder outcome was unknown. The reporter considered genital haemorrhage, mental disorder and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Lot no. Added. Event injury updated to pain. New event added: bleeding, psych injury. Case upgraded to incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.